Event description:
The caller reported that the insulin gauge displayed a different amount than expected, with the pump showing 105 units while the caller anticipated 260 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, and the caller was advised to monitor the situation and follow up if necessary.